Event description:
Pt underwent cystoscopy on 2/18/1998 and open cystomy, scrotal exploration with wound debridement. After surgery, the physician noticed a quarter size burn on posterior right thigh. Pt was discharged on 3/12/98 with healing wound on right thigh. No metal in contact with pt during procedure.